Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s device was removed a few years ago because they had an allergic reaction to it. No further complications were reported/anticipated.